Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 7 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced trembling and sweating and had contact with an hcp who provided glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 7 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced trembling and sweating and had contact with an hcp who provided glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.